Manufacturer narrative:
(B)(4). Batch # n9161t: the analysis results found that the mcs20 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was cycled and it fed and formed 5 conforming clip and then it ejected 6 clips; finally, the device locked out as intended. Upon inspection, the jaws were noted to be loose relative to the clip track; it is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device did not fire properly, malformed clip. Another like device was used to complete the procedure. There were no adverse consequences for the patient.